Manufacturer narrative:
Updated fields:b4,d9,g3,g6,h2,h3,h6(type of investigation, investigation findings, conclusion),h11 a getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that the customer chose to have the repair completed by a third party.

Event description:
N/a.

Event description:
It was reported by the customer that the cs100 intra-aortic balloon pump(iabp) had an electrical detection failure "#50" during use. There was no patient harm or injury reported.

Manufacturer narrative:
E1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.